Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn ec slm npvc catheter broken/separated after placement (B)(6) 2024, the patient planned to undergo enhanced CT examination at 14:00, the nurse gave the patient an indwelling needle half an hour in advance before the examination, the process was smooth and smooth in place, and then the department examination was found at 15:00, during the examination, it was found that the patient was swollen at the indwelling needle, the patient complained of pain, immediately stopped the examination, after checking the patient's condition, the indwelling needle was removed, the examination was rescheduled, and the patient was comforted. The patient's swelling was treated with swelling and analgesia in time, and then gradually improved.

Manufacturer narrative:
1. DHR/bhr review lot 3353670. 1-this batch of products were assembled at intima ii auto line 4 in january 2024, and packaged at cfs package line in january 2024. Work order quantity was (B)(4). 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 4-review incoming inspection records of catheter, no abnormalities. (Material number: b5189aal, batch number:3206495, 3250290, 3310593. 2. No defective samples and photos have been received, and the specific site and state of the catheter breakage cannot be identified. 3. The retained sample of this batch is taken for 45psi leakage test and catheter pull force test. The test results show that no leakage is found at the catheter, and the catheter pull force is within the product specifications. Please refer to the attached test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities are found in the process and retained sample, no similar complaints have been received from other hospitals regarding this batch of products, and no defective sample has been received for further analysis, the root cause of the catheter breakage cannot be confirmed, and the plant will continue to follow up the complaint.

Event description:
No additional informaiton provided.